Manufacturer narrative:
The investigation into the reported delivery issue has been completed since the original report was filed. No product was returned. The root cause of the delivery issue was most likely patient condition related.

Event description:
The user facility reported a 67-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient on impella cp experienced delivery issues. The patient was on impella support for 0.13 hours before the procedure was aborted. It was reported the sheath could not completely be inserted due to freshly placed iliac stent. The physician made the decision to abort and place intra-aortic balloon pump instead of impella cp.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.